Manufacturer narrative:
MFR received date: 09 oct 2019. The manufacturer¿s field service engineer (fse) confirmed the reported alarm led failed issue. The manufacturer¿s field service engineer (fse) replaced the power switch overlay but the issue was not fixed, so interface (pcba ) printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
The customer reported alarm light emitting diode (led) failed. There was no patient involvement.